Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lower right corner of top case and right plunger case were cracked. Pump was also missing battery and battery door. Review of the event history log showed an occurrence of a "primary audible alarm post" error. Functional testing duplicated the "primary audible alarm post" at power up. It was found that the speaker was only partially plugged in. The investigation determined this to be the cause of the reported issue. The speaker was reconnected tightly into the interconnect board. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that an error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.